Manufacturer narrative:
Submitted: 07/14/2017. The pump has been returned and evaluated by product analysis on 6/20/2017 with the following findings: device evaluation: on investigation, the display screen was found to cracked.

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on 6/20/2017.